Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction as the temperature rise was within specification at 24°f. It was also noted that no failure was found. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair request escalated to a product event based on reason for return, customer indication that this report is a complaint and due to return in less than 90 days from purchase or repair. On follow up, it was confirmed that there was no patient or staff impact but there was a 10-minute anesthesia extension because they tested the device constantly until deciding to use another device to finish the procedure. The patient had no further issues post-surgery.